Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 600mg/dl, and she was treated with an insulin drip. It was stated that the customer was vomiting before her admission. Troubleshooting was performed. The caller mentioned that the customer had bent cannulas on previous infusion sets. The mother requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.